Manufacturer narrative:
One (1) actual and ten (10) retention samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed on the actual sample with the naked eye and a cut was detected in the yellow tube. Functional testing was performed on the actual sample which included underwater leak testing. The device failed the underwater leak test. A visual inspection of the retention samples was performed with no issues noted. The reported problem was verified. The sample did not meet specification for the reported issue. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked during priming. There was no patient involvement. No additional information is available.